Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 03-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (40 mg/ml at 9.2 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that 2 to 3 weeks ago the patient was diagnosed via electromagnetic imaging with a granuloma at the tip of the catheter. It was noted that for about the last 4 months the patient had difficulties walking. The pump was filled with saline and programming was lowered until the hcp could assess the situation. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient's morphine was decreased by 10% and later by 40% as well as a bridge bolus being programmed for 3.1 days. The medication was switched to saline and the pump was put on minimum rate mode. The issue was not yet resolved but imaging would be performed every 2-3 months. No further complications have been reported.